Event description:
The customer reported that the device did not cut the tissues after sealing. The device was sticking to tissue and when the device was pulled from tissue, it caused bleeding which was controlled. Another device was used to complete the procedure without incident. The device was not cleaned during the surgery.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.